Event description:
It is reported that a customer was hospitalized for pneumonia with a high blood glucose level of 370 mg/dl. The customer stated that the crews on their insulin pump came off and the device does not work. The customer was assisted with trouble shooting and assisted with reinserting the reservoir. The customer's pump was reprogramed corrected a fixed prime. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4) for related documentation.